Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, it was reported that after the patient took a shower, the infusion set's tubing detached at the site connector. The site location was right side of patient's abdomen, and the pump was in the same side. The infusion had been used for one day. Reportedly, the infusions were stored on the medical shelf. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.